Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular lead experienced oversensing. The lead was capped and not replaced at the patient's request. It was further reported that the superior vena cava (svc) coil of the lead had previously been capped due to fracture. It was also further reported that the patient stated the device "failed" and that he "was shocked and did not need it". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular lead experienced oversensing. The lead was explanted and not replaced at the patient's request. No further patient complications have been reported as a result of this event.